Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify a potential forward-firing condition. The glass cap bevel edge and metal cap were not aligned. The glass cap did not rotate within metal cap. The glass cap exhibited severe devitrification at output window. The metal cap exhibited severe char on the surface and indications of slight melting on output window. The fiber was tested with a hene laser fixture, aiming beam was present at fiber output window as intended. The outer flow tubing open end exhibited minor scratch marks. Based on the device analysis, the product complaint "forward-firing" could not be confirmed. The damage found on the fiber was determined to be the result of heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that at 26:36 minutes and 40,394 joules, the fiber output was observed to be forward firing. The fiber was replaced and the procedure completed using a second surgical fiber. No patient injury or complications were reported.

Event description:
It was reported that at 26:36 minutes and 40,394 joules, the fiber output was observed to be forward firing. The fiber was replaced and the procedure completed using a second surgical fiber. No patient injury or complications were reported.